Event description:
Clinical Narrative:Impella 5.5 was inserted surgically via right axillary/subclavian access site (initially implanted with an Impella CP via right-sided arterial access and remained on support until explanted) in a 67-year-old female patient presenting with acute myocardial infarction/ cardiogenic shock. The patient¿s comorbidities were not provided. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage is unknown as no patient flow chart was provided.During Impella support, the registered nurse reported hemolysis, with elevated lactate dehydrogenase (LDH) and plasma free hemoglobin laboratory values. Urine was described as dark yellow without evidence of red urine. An echocardiogram was obtained, and the treatment plan included reducing support by one Performance P-level and repeating laboratory testing. The patient reportedly remained hemodynamically stable following these interventions. No device malfunction was reported. The patient ultimately expired on while supported with the Impella 5.5 device.Based on the information provided a causal relationship between the reported hemolysis, device performance, and the patient¿s death could not be established. The death is likely attributed to the patent's declining cardiac condition and the patients continued decline, however the device cannot be conclusively ruled out as a contributing factor due to the limited clinical information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees, that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate